Manufacturer narrative:
Received one speedband superview super 7 device for analysis. Residue was present on the device indicating use or handling. A visual examination of the device found the proximal portion of the tripwire had been cut off and not returned. It was noted that the suture was intact and unbroken. The ligator head was observed to have all seven bands in proper position and unused. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. The handle assembly slot presented slight evidence of prior securing. Based on the evaluation of the returned device, the ligator head does not present any evidence that it was used during procedure and the reported complaint that the bands deployed prematurely and failed to deploy could not be confirmed. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands were released simultaneously while the rest of the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) bands prematurely deployed. (B)(4) bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first and second bands were released simultaneously while the rest of the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.